Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached inside the patient @ 59,432 joules of use; the cap was retrieved. At 462,575 joules, while using a second fiber, diminished tissue vaporization was observed. The case was completed using a third surgical fiber. Patient outcome: "no harm to patient." This report is for the first surgical fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal end of the glass cap/fiber is detached and not returned; the metal cap is detached and not returned; the fiber proximal to fracture can rotate independently; the glass cap exhibited moderate devitrification at the output window; the glass cap exhibited mild detritus buildup. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Manufacturer narrative:
Reportability aware date is: (B)(6) 2014.